Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the issue was related to a structured query language timeout for the tracing database, as reported by the customer. A technical support specialist applied knowledge article and monitored the situation to ensure the issue did not recur past the cce retention period and resolved it. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not crossing for all patients, and devices were in critical override mode. The customer stated that the user was not able to dispense medications and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.